Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown problem code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: b5this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 10:00 am CT.the report number is being corrected from: 3005099803-2018-62017to: 3005099803-2018-61404.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band was attempted to be deployed; however, the band slipped off back to the ligator cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Additional information received on november 20, 2018. It was reported that the device was used in the esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure and there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band was attempted to be deployed; however, the band slipped off back to the ligator cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.